Manufacturer narrative:
Age, weight and ethnicity: unknown, information not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had an amputated haptic. No further information available.

Manufacturer narrative:
Corrected data: upon further review it was noted that device code was incorrectly chosen as 1069 - break in section h6: medical device problem code. Correct code should be 1261- material fragmentation. This field is updated to apply correct code. Section h6: medical device problem code: 1261. Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: feb 2, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that both haptics were detached. The lens was cleaned, and lens damage as well as cosmetic issues were observed. The complaint issue could not be confirmed. However, the customer experience may be related to handling during insertion, and cannot be confirmed to be related to a manufacturing or design issue. Therefore, no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: upon further evaluation, the device evaluation results in the section h10 of 1st follow-up report of MFR-3012236936-2022-00209 had mentioned a statement that "complaint issue could not be confirmed". It should have actually indicated that "the complaint issue was confirmed". This report is being submitted to capture this error. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.